Event description:
Literature article reviewed. Iannotti jp, jun bj, derwin ka, ricchetti et. Stepped augmented glenoid component in anatomic total shoulder arthroplasty for b2 and b3 glenoid pathology: a study of early outcomes. J bone joint surg am. 2021 oct 6. Pmid: 33989252. The article's purpose was to assess the use of a stepped augmented glenoid component for management of walch b2 and b3 glenoid. Patient data: 30 females and 62 males. Pre-op all patients had advanced glenohumeral osteoarthritis with an intact rotator cuff. Depuy products: global ap humeral components and poly global anchor peg glenoid component. Cement manufacturer is not provided within the article. Adverse events (n specific number of events not provided) (n) glenoid migration no treatment noted. (N) osteolysis no treatment noted. (5) transient axillary nerve injury 4 resolved spontaneously, 1 residual dysesthesias (1) biceps tenodesis revision. (1) infection arthroscopy. (2) failed lesser-tuberosity osteotomy repair revision.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.